Manufacturer narrative:
The customer cancelled the service call. No additional service info was provided.

Event description:
It was reported that the system mixed up images. No pt injury or death ws reported.